Manufacturer narrative:
It was previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient is deceased due to lung cancer. His heirs relate his death to the use of his device. Device was used for therapy, patient died of lung cancer. The fact that there is an fsn makes his heirs believe that his death is related to the use of his device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In section b and section h the reporting type was incorrect and "outcomes attributed to ae" was blank this report is being filed to correct this.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient is deceased due to lung cancer. His heirs relate his death to the use of his device. Device was used for therapy, patient died of lung cancer. The fact that there is an fsn makes his heirs believe that his death is related to the use of his device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient is deceased due to lung cancer. His heirs relate his death to the use of his device. Device was used for therapy, patient died of lung cancer. The fact that there is an fsn makes his heirs believe that his death is related to the use of his device. Medical intervention was not specified. Despite multiple attempts by email to "john.doe@xxx.xx" on 01/07/2025, 01/10/2025, 01/16/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.